Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was found unconscious and was taken to the hospital via ambulance on (B)(6) 2016. Customer's blood glucose was unknown. It was reported that customer suffered brain damage, but it was not yet known to what extent. Caller reported that insulin pump had no batteries or battery cap. Troubleshooting could not be performed on insulin pump due to not having batteries. Caller requested for battery cap to be replaced.